Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shortly after implant, the patient experienced syncope. After testing with a programmer, it was noted there were no pacing or sensing of the ra and rv leads. Further inspection found that the ra and rv leads were dislodged.